Manufacturer narrative:
No conclusion can be drawn. Evaluation could not be performed because the device seized. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient impact. Repair request escalated to a product event based on reason for return. It was also reported that there was a 20-minute procedure delay. On follow-up, it was reported that the patient had a prolonged exposure to anesthesia due to the delay. It was also reported that there were no additional actions taken, the patient had no further issues post-surgery, and there was no further information regarding the event.